Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a component failure of the light transmission component, e104 demisting function error, charged coupled device component defective, severe dent in distal end of light guide bundle, a component failure of the lg bundle and universal cord broken based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subjected device had dark image. The event occurred during reprocessing. There were no reports of patient involvement.